Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the nozzle having foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the nozzle having foreign objects. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint that the investigation findings do not lead to a clear conclusion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.